Event description:
The balloon of the cypher would not inflate during the procedure; therefore, the product was removed. The product was inside of the pt when the anomaly was observed. There was no tracking difficulty experienced. There were no leaks observed. There were no ruptures or holes found in the product that could have explained the anomaly. The vessel was mildly tortuous and 80% stenosed. The target lesion is not known. There was no withdrawal difficulty experienced. There were no adverse consequences to the pt. Another cypher stent was used to complete the procedure.

Manufacturer narrative:
This product is available, however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.